Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The patient reported the cannula was not inserted correctly and bent/kinked into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod less than 1 hour. The patient reported being unsure if the cannula was properly seated and bent/kinked, while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus. The pod was discarded.